Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had no delivery alarms. The blood glucose at the time of the incident was 134 mg/dl. It was stated that the customer had changed the set but still received the alarms. During troubleshooting, insulin did exit the tubing when the customer was disconnected at the quick release. It was advised the alarm was caused by a set/site occlusion. She called back later to report receiving multiple no delivery alarms after troubleshooting. The device will be returned for analysis.